Event description:
It was reported that the ilet displayed alert 32 during a cartridge change and subsequently presented an ¿unable to proceed¿ message, after which the user experienced hyperglycemia greater than 400 mg/dl; the device problem was characterized as a delivery motor communication error consistent with a failure to infuse and was associated with a circuit board component. Symptoms included no clinical signs, symptoms, or conditions reported beyond elevated glucose. Outcomes included no health consequences or impact, with the user administering manual insulin as backup therapy and no medical intervention required. Investigation included customer service troubleshooting and receipt and inspection of the returned device. The complaint was confirmed in the logs, but the failure investigation was unable to replicate the alleged device issue. No fault was found with the device.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."